Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint of contamination was confirmed. The device operated normally with no risk of embolization. The root cause is unknown but is attributed to a reduction in air pressure. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the transducer in their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.